Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per the patients device record, the patient was reimplanted with a new device (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).